Event description:
During surgery, the surgeon found that some iron-powder was left inside the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.